Event description:
The following information was provided: revision of total femur gmrs. Cause of revision: dislocation. 80mm extension piece and anteverted proximal femur explanted and revised to 60mm extension piece with a standard proximal femoral component. Update: adm liner dislocated from the mdm.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.